Manufacturer narrative:
The investigation determined that higher than expected tsh results were obtained from a level 1 non-vitros mas omni immune quality control (qc) fluid lot oim2703 when tested using a vitros immunodiagnostics product tsh reagent on a vitros xt 7600 integrated system. A definitive cause for the higher than expected mas qc fluid results could not be determined. A review of historical qc fluid results confirmed they were performing as expected in regards to accuracy and precision. Therefore, a vitros tsh lot 7190 performance issue is not a likely contributor to the event. In addition, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh lot 7190 pre-analytical qc fluid handling and storage is an unlikely contributor to the event as it was established that the customer was following the qc manufacturer's instructions for use for sample handling and storage recommendations. An ortho field engineer went on site and performed actions that included cleaning the final well wash nozzle and motor. An vitros xt 7600 instrument issue cannot be confirmed or ruled out as a contributor to the event as a diagnostic within run precision test was not performed pre or post service actions.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected tsh results were obtained from a level 1 non-vitros mas omni immune quality control (qc) fluid lot oim2703 when tested using a vitros immunodiagnostics product tsh reagent on a vitros xt 7600 integrated system. Mas qc level 1 results of 0.210, 0.200 and 0.186 miu/l vs. The expected result of 0.130 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh results were obtained when the customer was processing non-patient fluids. The customer did not give any indication that patient results had been affected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).